Event description:
A report of pain and discomfort above the battery site was received. The patient felt a knot above the battery site. The physician stated the patient's issues are probably not device related, but prescribed muscle relaxers and anti-inflammatory medication "celebrex". The patient was doing well after the medication.

Manufacturer narrative:
This is the final report.